Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while closing at the end of a watchman procedure, a 6-12 mynx control venous vascular closure device (vcd) was used on an 8f unknown sheath in the right groin. After the device was inserted through the sheath, balloon inflated, and device pulled back to get the tension line indicator lined up, the tech pushed button one and deployed the mynx. The same steps were repeated for an unknown sheath in the left groin. While waiting for the two (2) minute dwell time, the tech noticed that the sheath in the right groin was not pulled out nearly as far as the sheath in the left groin. The tech tried giving it a small tug to see if it would pull back any further, but it would not. The tech just thought it was odd that the sheath was not as far back as the left side; however, said it could be that the vein on the right was deeper in the tissue than on the left. Once the balloon was deflated and device was removed, there was some blood flowing out of the access site, but pressure was held and the bleeding stopped. No hematomas, no complications. Patient did bed rest for 4 hours and was discharged to go home without any issues. There was no reported patient injury. There was no calcium present in the vessel. The device was prepped and stored according to the instructions for use (IFU). The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, while closing at the end of a watchman procedure, a 6-12 mynx control venous vascular closure device (vcd) was used on an 8f unknown sheath in the right groin. While waiting for the two (2) minute dwell time, the tech noticed that the sheath in the right groin was not pulled out nearly as far as the sheath in the left groin. The tech tried giving it a small tug to see if it would pull back any further, but it would not. The tech just thought it was odd that the sheath was not as far back as the left side; however, said it could be that the vein on the right was deeper in the tissue than on the left. Once the balloon was deflated and device was removed, there was some blood flowing out of the access site, but pressure was held and the bleeding stopped. There was no reported patient injury. After the device was inserted through the sheath, balloon inflated, and device pulled back to get the tension line indicator lined up, the tech pushed button one and deployed the mynx. The same steps were repeated for an unknown sheath in the left groin. No hematomas, no complications. Patient did bed rest for four hours and was discharged to go home without any issues. There was no calcium present in the vessel. The device was prepped and stored according to the instructions for use (IFU). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant failure to achieve hemostasis¿ could not be evaluated since the device was not received and no lot information was provided. The exact cause of the issue experienced could not be conclusively determined due to the limited information available for review. It is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device lot number was not provided. The device was not returned for evaluation as anticipated.